Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and heartmate 3 lvas, serial number (B)(4) could not be conclusively established through this evaluation. The account communicated that the patient did not wake up post surgery and was unable to be extubated. A CT scan of the head was completed on (B)(6) 2019 that showed no acute intercranial abnormalities and was negative for stroke. The patient¿s family elected to withdraw care on (B)(6) 2019 and the patient subsequently expired. The pump reportedly operated as intended. No autopsy was performed and the pump will not be returned. No alarms were reported for this event. Heartmate 3 lvas, serial number (B)(4) was not explanted for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device 30 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019 it was reported by the vad coordinator that post surgery the patient did not wake up and was unable to be extubated. CT scan of the head was completed on (B)(6) 2019 showing no acute intercranial abnormalities, negative for stroke. Family elected to withdraw care on (B)(6) 2019. The pump operated as intended. No autopsy and no pump will be returned. No further or additional information was provided.